Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt received three shocks. The first shock (appeared to be inappropriate) induced the pt into a true arrhythmia and the third shock converted the arrhythmia with post-shock pacing following. It was reported that the pt wasn't doing any activity at the time of the shocks. The pt experienced syncope and does not remember receiving any therapy. The pt was admitted to the ER for the syncopal episode. Upon investigation, a warning message was observed that stated there was no ECG template in place and upon review of the pt's morphology; the treated arrhythmia did not match the untreated episode. Therefore, having a reference ECG may not have prevented the inappropriate therapy. While attempting to set the most accurate vector for sensing, the automatic test could not be completed (the primary and secondary vectors appeared to be too large). All vectors received low scores from the algorithm, however, it appears the alternate vector was the best vector in the current lead position. Boston scientific technical device (ts) was consulted and recommended checking a chest x-ray along with capturing an ECG template during exercise at higher rates to possibly get a better match of the svt morphologies.